Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and capsular contracture baker grade iii/IV.

Event description:
Medical staff reported left side "ultrasound proven rupture, baker iii/IV capsular contracture", swollen left breast, minimal bilateral peri-implant fluid." Device remains implanted.

Event description:
Device was explanted.

Event description:
Medical staff reported left side"ultrasound proven rupture, baker iii/IV capsular contracture", swollen left breast, minimal bilateral peri-implant fluid." Device was explanted..

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. ¿ bleeding: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.